Event description:
It was reported that during a routine follow up, the pulse generator exhibited radio frequency telemetry anomaly. The interrogation was completed with wand telemetry only. The device remained implanted.